Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. During visual inspection, a damaged battery door and dso seal were identified. The downstream occlusion seal and battery door were replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that a cadd-solis vip pump kit operated for approximately 7 minutes on new batteries before the batteries became depleted. There was no reported patient involvement or patient harm.